Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, upon removing the device from the protector, the shaft fractured. The device was not used and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 107.9cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, upon removing the device from the protector, the shaft fractured. The device was not used and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.